Event description:
Boston scientific received information that this device was attempted and not used. During the initial implant, the physician was sewing up the pocket and noted some non cardiac sensed events. The pocket was then re- opened, the leads removed from the device and then reconnected. The noise continued. At this time the physician was not comfortable with this device and implanted another one. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. A review of a stored device electrogram indicated that noise on the [ventricular] channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.